Manufacturer narrative:
Additional information received on 08jun2016 and includes: no pathogen results will become available. Batch review performed on 28 june 2016. Lot 123755: (B)(4) items manufactured and released on 07 november 2012. Expiration date: 2017-09-30. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event. On 30 june 2016 it was prepared a final report with the information submitted in this initial report. On the same date the report was sent to the initial reporter and the case was closed.

Event description:
The patient came in due to signs of infection. The surgeon performed an I & d and exchanged the insert out as he put antibiotic beads into the joint of the gmk. The surgery was completed successfully. X-rays and explants are not available.